Event description:
The customer reported, the images on the 9600 emi are intermittently too dark images are split. No pt injury.

Manufacturer narrative:
The service rep took camera off. Images look good on camera. Performed a collimator checks. He found ii is bad. Recommended replace ii.